Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage(crack by belt clip rails) and insulin pump was exposed to water. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube. Blank display due noted after battery installation. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, active current measurement and sleep current measurement test due to blank display. In summary, customer allegation for cosmetic damage(crack by belt clip rails) was confirmed during visual inspection where cracked case near the corner of the belt clip rails was noted. In addition, customer allegation on insulin pump being exposed to moisture was confirmed after insulin pump received with blank display after battery installation due to severe moisture damage on electronic assembly from moisture exposure. .

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was accidently dropped and got cracked clip rail. Customer reported high blood glucose of 276 mg/dl which was treated with manual injections. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.